Event description:
Patient's mother reported patient has been experiencing erratic blood glucose levels, but mostly elevated since (B)(6) 2013. Patient's blood glucose has been between normal 4-12 mmol/l (72-216 mg/dl), to a high of 29-32 mmol/l (522-576 mg/dl)/unreadable and she also has ketones. Mother stated on (B)(6) 2013 patient was admitted to the hospital with a diagnosis of dka and was treated with fluids, potassium and an insulin drip. Mother reported the patient's blood glucose level came down on (B)(6) 2013 and she was put back on the infusion device and sent home to return for follow-up on (B)(6) 2013. Mother stated at the follow up on (B)(6) 2013 patient was treated at the hospital due to a blood glucose level of 26-29 mmol/l (468-522 mg/dl); patient was treated with an insulin pen of the same insulin she normally takes. Mother reported monday before dinner the patient's blood glucose level was 10.4 mmol/l and then it was 27 mmol/l before bedtime. Mother stated the patient took 6 units of insulin via pen. Mother reported the patient's blood glucose level, this morning, (B)(6) 2013 was 27 mmol/l (486 mg/dl) again and she has ketones. Mother reported she feels the infusion device is not working as they have replaced the infusion set and cannula many times during this period. Mother stated this same issue occurred one other time since the patient began the infusion device in 2011 but could not recall the date. Mother reported the infusion device was replaced at that time. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.